Event description:
It was reported that the patient developed hypomania, which was moderate in severity. The patient was admitted and their stimulation was adjusted. The physician assessed the event as recovering/resolving. The physician also assessed the event with causal relationship to stimulation, but not related to procedure and hardware. Additional information was received that the patient was started on new medication with no improvement of symptoms. The patients medication was adjusted after the patient was admitted to the hospital. The patient as discharged and the event is recovering/resolving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7074361. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7074354.

Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown.

Event description:
It was reported that the patient developed hypomania, which was moderate in severity. The patient was admitted and their stimulation was adjusted. The patient was later discharged. The physician assessed the event as having a causal relationship to stimulation, but not related to procedure and hardware. The event is recovering/ resolving.